Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black system controller power cable of the patient¿s backup controller was confirmed. The submitted photograph showed a tear in the outer jacket of the power cable, exposing the underlying shielding. The underlying wires were not visible in the submitted photograph. A green discoloration consistent with fluid ingress was also observed at the location of the outer jacket tear. No other physical anomalies were observed. It was reported that the system controller was disposed and will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black power cable on the backup system controller was damaged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).